Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 54 mg/dl. Customer treated low blood glucose by eating chips and candy and declined troubleshooting for it and current blood glucose was 154 mg/dl. The device is not expected to be returned for analysis.